Manufacturer narrative:
This report is submitted on july 11, 2022.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2022, due to a wound infection and subsequently was treated with IV and topical antibiotics (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device.